Manufacturer narrative:
Occupation: sr buyer/contractor ¿ purchasing department. Additional initial reporter, & additional event site email - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) membrane was unfurled and could not be inserted. It was prepped twice, but still could not be inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior with the one-way valve attached. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) membrane was unfurled and could not be inserted. It was prepped twice, but still could not be inserted. Iab was replaced with a 40cc iab since 50cc iab did not work. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information - date of event, patient information, describe event or problem complaint record ID (B)(4).